Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). When asked if device was causal or contributed to the sciatica and they also went to the emergency room (ER) and were given steroids and nerve pain medicine, the hcp reported that it was unknown of it. It was unknown if the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency and urinary/bowel dysfunction. It was reported that they had a shooting pain in their buttock where the lead was put in since they were implanted. Patient stated that on friday they turned stim down but the pain didn't go away so on saturday they were told to change the program but they were in pain and the pain medicine wasn't doing anything. Patient said that on monday morning they were told to turn the therapy and so they did but they still had the shooting pain. Patient went to the doctor on monday and they said they had an inflammation and gave them some instructions; they were told it might be sciatica. After 2 days of anti-inflammatories and exercises they were worse. Patient called on wednesday and said they were still having the shooting thing where the leads were but it was not going down their leg, it was just there. Patient mentioned they also went to the emergency room (ER) and were given steroids and nerve pain medicine which they were taking but they didn't think that's the problem because of their pain and they still have the same pain so it might be a muscle when they put the lead something happened. They also ordered an MRI which they were yet to take. Patient made an appointment in a week with a sports medicine doctor who looks at muscles in case the inflammation was doing something. Patient added they feel the pain when they sit or lie down; they said they wake up in the middle of the night from the pain and then they kind of go back to sleep. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#serial#: (B)(6), implanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.